Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt failed the ECG fall-off test. Upon evaluation, there was corrosion inside ECG electrode c. The cause of the non-functional electrodes is oxidation on v2, c3, and u1 inside ECG electrode c. The cause of the oxidation is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the corroded electrode

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.